Event description:
(B)(4) I bled for 9 months straight and other than getting a depo shot my gynecologist could not do anything else. I went to my family physician would provided me birth control pills that I have to take 4 a day for 5 days and I finally quit bleeding. My menstrual cycle is so painful that I am bed ridden. I can't even sit up. I have excruciating migraines every day, weight gain of more than 50 pounds, loss of libido, fatigue, and other on going issues